Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When entering bone prep mics does not communicate with the robot to make green go away during cutting. Case type: tka. Surgical delay: > 30 minutes.

Manufacturer narrative:
It was reported that when entering bone prep mics does not communicate with the robot to make green go away during cutting. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. CAPA has been raised for lost product. If the device is returned then the complaint will be reopened. Product history review: review of the product history records indicate (B)(4) devices were manufactured under prodex lot k0c0t and accepted into final stock on 11/26/2018. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0c0t shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
When entering bone prep mics does not communicate with the robot to make green go away during cutting. Case type: tka. Surgical delay: > 30 minutes.